Manufacturer narrative:
Approximate age of device - 5 months. The device was returned for analysis. The evaluation is not completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015, it was reported that the patient's plasma free hemoglobin and lactate dehydrogenase (ldh) values had elevated significantly. An echocardiogram was performed; however, it was reported that it was unclear if there was a clot in the lvad cannula. The patient's physician increased the international normalized ratio target range to 2.5-3.0 and added 200mg of persantine twice daily to the anticoagulation regimen. There were no unusual events or alarms noted in the submitted system controller log file. It was reported that the patient had also experienced a recent accidental pump stop. No specific information regarding the circumstances of the pump stop were provided. An ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2015. The pump is expected to be returned for evaluation. No further information was provided.

Manufacturer narrative:
Examination of the disassembled pump found a loosely seated white, soft deposition in the lumen of the blood tube. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump; however, the deposition appeared to have been ingested into the pump as there was no evidence of lamination or denaturing. Although a cause for the observed deposition could not be conclusively determined through this evaluation, the deposition was partially obstructing the blood flow path and could have contributed to the reported elevated level of lactate dehydrogenase. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the percutaneous lead extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Review of the system controller log file submitted by the customer found no atypical alarms were captured and the system appeared to be operating as intended. The system controller was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.